Event description:
During bilateral salphingo-oophorectomy, endo gia 60 mm stapler did not staple the area which had the bite, tissue not stapled resulted in unnecessary bleeding with loose staples in area.